Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06283. It was reported via a case study that a rotawire fracture occurred and patient experienced chest pain. A rotawire and rota burr were being used in a patient with highly calcified and tortuous anatomy with a 180 degree bend. While advancing the rota burr it was noted that the console produced strange hissing sounds and the patient experienced chest pain. It was then noted through angiography that the rotawire had fractured. A stent was then placed to secure the tip of the wire. No further patient complications were reported.